Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after changing supplies, with blood glucose rising to 392 mg/dl and improving after replacing the infusion set; no kinks or visible damage were observed, and the user administered 10 units of subcutaneous insulin via pen as backup therapy. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention and no hospitalization. Investigation included complaint assessment, troubleshooting, and user education. Investigation of this case revealed an undetermined cause of hyperglycemia with no device alarms reported. It was concluded that the event was user-reported hyperglycemia of unclear etiology with recovery after infusion set replacement and corrective insulin dosing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.